Manufacturer narrative:
Post market laboratory analysis was able to confirm via visual inspection that the distal tip of this lead was bent between the helix housing and anode ring at an 18 degree angle. Resistance and pressure testing was then performed on the lead, verifying the electrical performance and insulation integrity. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this transvenous right atrial lead had exhibited complete loss of capture, which was determined during the device changeout (normal due to physician selected single chamber because venous access was unattainable due to dialysis and having an av fistula on same side). The lead had coiled completely out of the vein and next to the header of the device. There were no adverse patient effects associated with this clinical observation.